Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a watchdog timer error alarm, power fail recovery failed, and unknown alarm during their treatment. In response to the alarm, the patient turned the cycler off and bac on in order to be able to cancel treatment. The patient reset up treatment but in the final dwell the watchdog time error alarm reoccurred and the screen became distorted. The cycler was rebooted but the alarm reoccurred. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete their treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the inverter board had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The voltage check passed. The simulated treatment post-accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.